Manufacturer narrative:
The qa lab found one returned bottle of reagent to read an average of 41 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that he had received some control test results that were out of range. He did not allege any adverse events. The test strips were returned for evaluation, and replacement test strips were sent to the customer.